Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm in the long trace or pump history noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the customer received a recurring pump error. Their blood glucose was unknown. Troubleshooting was performed. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.